Event description:
It was reported the device was programmed to infuse magnesium (2gm/50ml) over one (1) hour however it was infused in ten (10) minutes. Patient became flushed, dizzy, and altered. As a result, patient received IV fluids and was placed on telemetry monitoring. Symptoms resolved after a "period of time".

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported the device was programmed to infuse magnesium (2gm/50ml) over one (1) hour however it was infused in ten (10) minutes. Patient became flushed, dizzy, and altered. As a result, patient received IV fluids and was placed on telemetry monitoring. Symptoms resolved after a "period of time".